Event description:
It was reported that a large volume infusor experienced no flow during use. The unit was filled with saline solution and morphine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.